Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the 5.5 healix advance br3sut w/oc device cracked upon insertion into the burr hole. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.